Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the annual rupture is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : no information on return of device.

Event description:
As reported by our edwards lifesciences japanese affiliate, a 23 mm sapien 3 ultra resilia (s3ur) valve was deployed in the native aortic valve position without any trouble. After withdrawal of delivery system, the pressure gradient was approximately 20 mmhg, and the decision was made to perform post-dilatation. The delivery system that had been taken out of the body was inserted into the body and the valve was expanded afterwards. Upon advancing the delivery system, the physician felt that it was slightly caught in the calcification of the aortic arch, but he didn't feel any significant resistance, it passed through. Post dilation was performed as planned. The patient left the operation room. Late at night on the day of tavr procedure, it became impossible to measure blood pressure and emergency CT confirmed type a dissection (abdominal aorta from aortic root), and ascending aortic replacement was performed. The entry of the dissection was from around the calcification near the aortic arch lesser curvature side. Tevar will be performed at a later date for areas beyond the brachiocephalic artery. After that, when checking the post operative aog, the aortic dissection image was observed, but the procedure was completed without being noticed during the procedure. Per the medical opinion, although the resistance was not that strong, it is possible that this was the cause of the event. The flex was probably not applied.